Event description:
The patient contacted animas on (B)(4) 2012, reporting that the down arrow button required multiple harder presses to respond. The patient stated that this was an issue for two weeks. The patient reported wearing the pump in an undergarment and cleaning the pump with water. This report is made based on the allegation of the down arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored.